Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of three reports for the same consumer involving three different unknown lot numbers of the different product. It is unknown which contributed to the event. Refer to the first and third report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that he was prescribed with the contact lens disinfecting solution and with the contact lens after he had surgery on his right eye last year. Consumer visited the emergency ward of the hospital with symptoms of severe red eye, vision disturbance and eye. To reduce eye pain, analgesic drops was applied, and ocular examination was done. On ocular examination it was noted that there was blood vessels formation on cornea/ pannus formation and ulcers on the cornea. On asking the consumer as to how the issue occurred, consumer informed that lenses were tight on his eyes making him feel discomfort of eyes and later with assistance removed them with assistance. The current status of the consumers eyes is symptoms continuing at the time of this report. Additional info has been requested but not yet available.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the second of three reports for the same consumer involving three different unknown lot numbers of the different products. It is unknown which contributed to the event. Refer to the first and third reports filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.